Event description:
Customer reported receiving a motor error alarm on the insulin pump during rewind. Customer stated that they are able to rewind the insulin pump. Customer's blood glucose reading at the time of the call was 84 mg/dl. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms noted. The motor was received with corroded motor home switch. No unexpected noise anomaly noted. The unit was received with cracked case at the display window corners and battery tube threads, and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.